Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal delivery. Customer's blood glucose was 200 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report an motor position encoder error alarm. The customer received 3 motor error alarms within last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. The customer declined for troubleshooting for other alarms. The customer was advised causes and reasons of alarms.

Manufacturer narrative:
The insulin pump alarmed a21 during a21 error test due to faulty component on the interface board. The motor was tested outside the device and passed. No a17 or a12 alarms noted during testing. The insulin pump functioned properly and passed displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarms noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump was returned without belt clip, unable to confirm damage belt clip.